Event description:
During pci of rca (right coronary artery), short runthrough guide wire and corsair pro 135cm microcatheter were in the rca. When md attempted to remove runthrough and corsair pro, the radiopaque tip of the runthrough sheered off and remained in the rca. Md placed 3 coronary stents to immobilize the retained wire tip. Patient stable throughout procedure. Md communicated with patient. Pt moved to pre post in stable condition. Equipment saved. They stented the remaining portion to the wall of the artery, no harm to the patient.